Manufacturer narrative:
An investigation was completed to determine the cause of the adverse event. Based on the information gathered, there is no indication that the device directly caused the intraoperative based on the information gathered, there is no indication that the device directly caused the intraoperative complication. No product has been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the maryland bipolar forceps (mbf) instrument pierced the pericardial sac while off-screen, causing cardiopulmonary arrest. Per the surgeon, the mbf instrument was moved outside of the camera view due to a lack of awareness of in-field manipulation. The patient's blood pressure dropped; however, at this point, there was no bleeding or other abnormalities observed in the surgical field. The a-line was confirmed during lung expansion; it was unknown if there were any abnormal findings during the ultrasound or if the patient had a pneumothorax. An emergency thoracotomy was performed, and cardiac tamponade was confirmed in the right ventricle. A cardiac surgeon sutured the pericardium to resolve the damage. There was no unexpected bleeding as a result of this event, and no blood transfusions were required. It was unknown if other factors, such as the patient's anatomy and/or their prior medical/surgical history, caused or contributed to the event. The patient did not experience any postoperative complications, and they were safely discharged. No malfunctions of a da vinci system, instrument, and/or accessory occurred prior to or at the time of the event. The mbf instrument did not move with unintuitive motion. Per the customer, the event was due to surgical technique.